Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, the patient reported that for the past week he has had elevated blood glucose readings in the 400s mg/dl with his normal target range being 120-180 mg/dl. He stated he has been on insulin pump therapy for about 2 weeks. During troubleshooting, the patient stated he does not always allow insulin to reach room temperature prior to use. The patient was instructed to disconnect from his headset and try to bolus 1.0 unit of insulin which he did without error. Troubleshooting did not find any product issues. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.